Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had poor hearing performance with the device, with a slow change in hearing with the device over time. The user was re-implanted. The user's hearing performance with the new device is good.

Manufacturer narrative:
Conclusion: device investigation revealed a deformation at the electrode array which is likely the cause for the short circuits measured shortly after implantation surgery. The observed damage might have occurred during the difficult insertion of the active electrode array into to the cochlea, and it is in line with the possible electrode array compression mentioned by the field personnel. Other mechanical damages found during investigation are attributable to the removal surgery.this is a final report.

Event description:
The user had poor hearing performance with the device, with a slow change in hearing with the device over time. There was a difficult insertion at the initial implantation of the device and reportedly the electrode array might have been squeezed/compressed according to field personnel. The user was re-implanted. The user's hearing performance with the new device is good.